Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date to have their scs system explanted. The reason for the explant is unknown. The devices were returned for analysis which confirmed the ipg to be inoperable.